Manufacturer narrative:
(B)(6). There is no patient impact associated with this complaint. The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation found that the rubber keypad was worn but not peeling or torn. During testing, the down arrow keypad button was found to be intermittently responsive to user button presses. All other buttons were found to be fully functional. The down arrow key contact was observed to be inverted.

Event description:
It was reported that the keypad buttons require multiple presses to elicit the intended response. There was no report of programming errors as a result of the issue